Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked, but was still functional. Reportedly, the customer may have slept on the pump or bumped it against something. The customer's blood glucose level was 453 mg/dl and was addressed with a bolus via the pump. The pump would continue to be used for insulin therapy.